Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged there was moisture in the battery compartment, the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to be removed, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked and the returned battery cap was undamaged and able to fit securely to the pump. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump was exercised for 24 hours and no power interruptions were duplicated therefore the initial ¿power¿ complaint was not duplicated during investigation but the damage allegation was confirmed. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.